Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during a dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon leaked near the proximal balloon shoulder while being inflated. Reportedly, the balloon was overinflated to 15 atm rather than the equivalent atm to meet 15mm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.